Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 451 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with faded serial number label.